Manufacturer narrative:
At this time the device has not been received for evaluation noting the customer has indicated the device will be returned. The customer is concerned that a portion of the cutting loop has remained inside the patient's uterus and an x-ray has performed, have done checks and searches and have not been able to locate the cutting loop. Upon receipt of the device an evaluation will be performed to determine how much of the tip is no longer present along with contact with personnel at the facility to obtain information concerning the separation.

Event description:
During the procedure the cutting loop came off (may have burned or cracked off). Customer is concerned this may now still be in the patient. Loop off diathermy lost whilst in situ in uterus. Not able to account for missing loop-xray and all checks/searches done.